Event description:
Ous MDR - after an implantation period of about 6 months, it was reported that the patient died in mongolia. No information about the cause or cirumstances of the patient death were reported to us. The reported date of explant and the event date are chronologically impossible. Therefore, they will not be included on this report.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were still connected to each other. The two devices were subjected to an in depth analysis. The ICD was visually inspected. The visual inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. This result is consistent with the arc over marks observed on the high voltage conductor of the lead. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage resulted from the aforementioned shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. As the lead insulation damages resulted from the explantation procedure, the occurrence of an external short circuit during the implanted state of the system can be excluded. The lead connectors were still plugged into the ICD header upon receipt and the lead body and the ICD can were in direct physical contact with each other. In summary, the ICD was explanted with the leads still attached to the ICD. Subsequent to the explantation procedure, the shock conductor was uncovered and in direct physical contact to the ICD, representing an electrical short circuit. Upon shock delivery, this led to the arc over and to the molten spot of titanium on the housing. As the device proved to be capable to deliver shocks after explantation, it was able to deliver shocks while implanted and in service. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem and is not considered contributory to the patients death.